Event description:
It was reported that yesterday the patient had a refill done and the primary drug was changed from morphine sulfate to dilaudid. The health care provider (hcp) tried to access the catheter access port (cap) to aspirate drug and was unable to. A bridge bolus was not done and a new primary drug was not programmed. The next day the programming was corrected. At the time of the report the pump was programmed to the old concentration and dose 10 milligrams per milliliter at 1.322 milligrams per day. The new programming was 1800 micrograms per milliliter and 240 micrograms per day and a flow rate of 0.1333 milliliters per day. There was no flow-rate change so the patient had been receiving doses as prescribed. The system was also being used to deliver clonidine. It was not reported if any symptoms were associated with the event or what the patient outcome was. The cause of the inability to access the cap was not reported. Follow-up has been requested and a supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8840, lot# unknown, product type: programmer, physician; product ID 8840, lot# unknown, product type: programmer, physician. (B)(4).